Manufacturer narrative:
The customer stated the reagent pack used for the initial results was stored at room temperature for an extended period. The customer stated that they used a refrigerated reagent pack for the repeat results. The serial number of the customer's cobas pro c 503 analytical unit is 22m6-01. The investigation is ongoing.

Event description:
The initial reporter received questionable vanc3 vancomycin results from five patient samples tested on the cobas pro c 503 analytical unit. The initial results were reported outside of the laboratory. The results were questioned by the physician as higher results were expected, prompting the rerun of the patient samples. Sample 1. The initial result was 6 ug/ml. The repeat result was 10 ug/ml. Sample 2. The initial result was 6 ug/ml. The repeat result was 14 ug/ml. Sample 3. The initial result was 6 ug/ml. The repeat result was 12 ug/ml. Sample 4. The initial result was 6 ug/ml. The repeat result was 16 ug/ml. Sample 5. The initial result was 4 ug/ml. The repeat result was 16 ug/ml. The repeat results were deemed correct.

Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and determined that the event was caused by calibration and qc errors. The customer performed reruns and precision checks with successful results. The customer stated the reagent pack used for the initial results was stored at room temperature for an extended period. Product labeling states "storage and stability - shelf life at 2-8 °c: see expiration date on cobas c pack label; onboard in use and refrigerated on the analyzer: 12 weeks." The field service engineer (fse) inspected the analyzer and determined that the event was caused by calibration and qc errors. Good laboratory practice precludes running and/or reporting patient results when quality control has failed or not been performed. The investigation did not identify a product problem.